Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited noisy signals and oversensing. There was low amplitude noted on the presenting. Technical services (ts) recommended reprogramming options. The patient was referred to the physician for lead extraction. This lv lead remains in service. No adverse patient effects were reported.